Event description:
A planned split-thickness skin graft (stsg) was harvested from the patient's right thigh. The padgett dermatome was set at 0.8 on thousandths of an inch. It was inspected and felt to be proper. Upon taking the graft, a full thickness was removed of the patient's skin. The dermatome was checked. There was a gap between the face plate and the blade. The blade was in the proper position and the face plate was screwed tight.======================manufacturer response for skin graft cutting instrument, padgett dermatome (per site reporter).======================manufacturer would like to have the dermatome for evaluation.